Manufacturer narrative:
First occurrence of such an adverse event relative to novastep products. Device unavailable as the patient required to keep it once removed.

Event description:
We havve been informed by our distribtor that one of our removal screwdriver was required in order to remove a snap-off screw from a patient. According to the sales representative, the reason for removal was scar tissue / patient pain and tightness. However, despite several reminders from our distributor who himself contacted his customer, it was not possible to retrieve the following information (reference of the implant, batch number, date of implantation,...). It was not possible also to collecte information about the descrption of the event (no x-ray, no analysis of the explanted implant given that it will not be returned).